Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who advised that they replaced the speaker to resolve the issue. Based on the results of the information provided, the cause of the reported problem is the speaker. The reported problem was confirmed. The customer replaced the speaker to resolve the issue, and the device was returned to use. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the device had a speaker malfunction inop. It is unknown if the device produced audible sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.